Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a ruptured abdominal aortic aneurysm measuring 60 millimeters, the main body and co ntralateral limb were successfully deployed. Upon opening the packaging for the ipsilateral limb, the packaging appeared undamaged. However, once the device was removed, it was observed that the distal grey component¿onto which the blue handle is threaded¿was bro ken, extending from the distal end to the threaded segment. The device was not introduced into the patient and was discarded. A replacement stent graft was opened and successfully implanted without further incident. The patient was treated with a 28 mm endurant ii stent graft and bilateral 16x16 mm limbs. Per the physician the cause of the broken device was due as due to the device being damaged out of the box. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was received with a break evident to the proximal section of the screw gear, deformation was evident to the screw gear material at the break site. Deformation was evident to the graft cover. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: the physician did not use greater than normal force when removing the device from its packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.